Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. Pump trace download analysis confirmed the pump alarmed power error 25, low battery, and power loss. The power management tool confirmed power error 25, low battery, and power loss alarms were triggered when the battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance on the electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the pump was monitored and functioned properly. No unexpected replace battery now alerts or alarms noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had a replace battery now alarms. The customer¿s blood glucose level was unknown. The customer did not receive a low battery alert prior to the replace battery now alarm. The customer was advised to continue to wear pump until replacement arrives if they installs a new battery. The insulin pump will be returned for analysis.